Manufacturer narrative:
An event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The trunnion of the stem is severely worn. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'accolade I trunnion corrosion resulting in failing of the hip implant.' Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The trunnion of the stem is severely worn. Further information such as pre- and post-operative x-rays, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
Accolade I trunnion corrosion resulting in failing of the hip implant. Total hip revision by removing accolade I stem, trident cup and liner. Consequently, placing revision stem and cup from competitor.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.